Event description:
The affiliate reported: a patient gets external ventricular drainage by means of a bactiseal evd (external ventricular drainage) catheter connected to a codman 82-1731 eds-3 drainage collection system. Each time the content of the drip chamber is drained towards the collection bag the stopcock, between the drip chamber and the collection bag, is closed. Immediately afterwards, during a short time an excessive suction from cerebral spinal fluid (csf) out of the ventricles is recorded. They closed the drip chamber stopcock before draining the csf out of the drip chamber into the collection bag. Also, when the system stopcock to the patient is closed and the drip chamber stopcock to the bag is open, csf drains very difficult into the collection bag.

Manufacturer narrative:
Upon completion of the investigation a follow up report will be filed.

Manufacturer narrative:
An eds iii was returned for evaluation. The investigation of the eds iii did not confirm the problem reported by the customer. The lot number is unknown, product code 82-1731. The eds iii was returned without the collection bag. The eds iii was set up as per IFU a new collection bag was attached. The drip chamber was filled up to the 20ml mark with purified water. The same process was applied to a new eds iii. The system stopcock was closed on the complaint eds iii and the new eds iii. The drip chamber stopcocks were opened, both eds iii flowed and empted into the collection bag. The drip chamber stopcocks were closed and the system stopcocks were opened, both drip chambers started to fill up, no difference was noted between the complaint eds iii and the new eds iii. Review of the history device records was not possible as the lot number was unknown. The root cause of the problem reported by the customer could not be determined, as the problem reported could not be duplicated. No corrective action is needed based on the results of the evaluation. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.